Manufacturer narrative:
The lead and the ICD were returned for analysis. Only fragments of the lead were available. The lead had been capped off 30.5 cm distal to the df4 connector pin. All parts of the lead were returned for analysis. Analysis showed lead body damage on the proximal lead fragment 30 cm distal to the df4 connector pin due to massive compression and deformation. The insulation in this region was damaged severely, which is highly likely the cause of the clinical observation. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. The damage mentioned in the complaint at 18 cm distal to the df4 connector pin could be confirmed by grooves and half of the lead body being exposed. This kind of damage suggest the use of medical instruments during the surgical procedure. The returned ICD was first interrogated. Device status was bol, 5 charging procedures had been recorded. The ICD memory was checked. Evaluation of the lead impedance trends showed pacing impedance fluctuating between 200 ohm and 500 ohm as of (B)(6) 2017. In the next step, the icds impedance recording function was checked. No irregularities were found while testing the impedance recording function. There was no indication of a malfunction. The therapy capabilities of the ICD were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time was also normal. The production process for these devices was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - it was reported that approx. 10 months after the implantation loss of capture was noted in the ventricle. The lead was removed and replaced. During the revision a lead damage was seen approx. 18 cm distal to the pin.